Manufacturer narrative:
This report is submitted on august 23,2022 device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to other medical reasons. Reimplantation is planned but had not taken place at the time of this report.